Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was prescribed antibiotics and at home injections to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the ipg site had swollen and burst on (B)(6) 2021. In turn, the patient went to the hospital. The system was then explanted due to infection at the ipg site. The patient was prescribed antibiotics and at home injections to address the issue.